Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of the lollipop not tracking correctly was unconfirmed; the sensor was visually inspected upon receipt and was found to be in good overall condition and functions normally. The sensor was tested on all usb ports and operated normally every time. The root cause of the reported failure is inconclusive as the reported issue could not be reproduced during evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per tm: the sherlock is not tracking when the nurse is doing a PICC. The lollipop is not tracking correctly from time to time it would also disappear.